Event description:
Customer reported experiencing an allergic skin reaction after 9 days of wearing an adc freestyle libre sensor. On (B)(6) 2019 the customer experienced symptoms described as "skin irritation, red spots, and itches¿ at the sensor insertion site. The customer had contact with a healthcare professional who prescribed triamcinolone acetonide 0.1 % (topical steroid) cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m00084vcfd has been returned and investigated. Visual inspection has been performed and no issues were observed. Additionally, dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found, this shows all processes were effective. No product deficiencies were identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction after 9 days of wearing an adc freestyle libre sensor. On (B)(6) 2019, the customer experienced symptoms described as "skin irritation, red spots, and itches¿ at the sensor insertion site. The customer had contact with a healthcare professional who prescribed triamcinolone acetonide 0.1 % (topical steroid) cream for treatment. There was no report of death or permanent impairment associated with this event.